Manufacturer narrative:
Follow-up #1: date of submission: 04/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/15/2016 with the following findings: review of the black box data revealed consecutive records of unexplained power on reset events dated (B)(6) 2016. On examination, the battery compartment threads were stripped. The returned battery cap was noted to be intact and without damage and measured within the required specifications. The cap was able to secure properly to the pump and electrical connection was able to be maintained. The battery cap was found to be stuck onto the pump when trying to remove it from the battery compartment. On investigation, ez-prime steps were performed correctly without interruption in power. No errors, alarms or warnings occurred during the investigation and the pump performed within the required specifications. The intermittent power complaint was not duplicated. The pump cover was removed for further investigation and did not reveal any damage, defect or contamination of the pump¿s interior components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue; the user is unable to remove the battery cap from the pump. The reporter denied damage to the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.